Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that no issues were observed while under testing. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number of product 9735787 is 19090251. The uninterruptible power supply (ups) has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was originally unable to replicate the issue but as soon as the back panel was off of the system, the system powered down. The representative tried to boot the system back up but the power button would illuminate for a few seconds and then the system would not boot up. The leds on the uninterruptible power supply (ups) were illuminated with the exception of v2. After a few moments, the system booted up but the camera cart would not power on. The camera cart was moved to the site's other system and it powered on fine with that main cart. The ups was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the replaced ups. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would power on for a minute or two and then power off. The site rebooted the system several times without success. There was no patient present when this issue was identified.